Event description:
It was reported that the patient was having issues with transferring data to monitors, and while admitted, the staff reported data going in and out. Additionally, during outpatient visit, download was completed with difficulty, although the connection was positional. The patient's driveline was covered with a shell-like substance which was cleaned off. Their modular cable was loose with yellow line minimally exposed. Upon inspecting the yellow line, the substance was seen coated on the inside. This area was cleaned off as much as possible while also remaining careful not to disconnect patient. The modular cable was tightened. Patient stated that they had previously used tape on driveline and spilled liquid onto their device. Log files were submitted for review which captured only an isolated low flow flag on (B)(6) 2025 at 23:19 which did not persist long enough to trigger a low flow alarm. The log file data that was used to trigger drive line power faults was somewhat abnormal. The modular cable was exchanged.

Manufacturer narrative:
Section d: no device information was provided. The UDI is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported fluid ingress was confirmed through evaluation of the returned modular cable and review of the submitted photos. The reported loose connection of the modular cable at the inline connector was confirmed through review of the submitted photos. Although a specific cause for the loose connection could not be conclusively determined, it did not appear to contribute to an electrical issue. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The heartmate 3 modular cable was returned in used condition. The returned modular cable was operated on a mock circulatory loop and no alarms were produced. The integrity of the internal wires of the modular cable was tested and passed without issue. During testing, the cable was able to be securely connected to a test pump-side inline connector without the yellow line being visible. After stripping the outer jacket layer of the modular cable, examination of the underlying armored layer revealed a blue-green discoloration indicative of fluid ingress. No functional issues were noted, and the findings appeared to be cosmetic in nature. The customer submitted 4 photos for analysis. Two of the photos showed the pump cable connected to the modular cable, one photo showed the debris removed from the exterior of the inline connector, and one photo showed the interior of the pump-side inline connector. One of the photos showed the exposed yellow line on the pump-side inline connector, indicating an incomplete connection of the modular cable. Debris was spotted covering parts of the yellow line, indicating fluid ingress within the inline connector locking nut. The interior of the pump-side inline connector appeared to be unremarkable. One of the photos showed the inline connector after the locking nut was fully tightened in clinic, showing a complete connection. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 6 of the IFU and section 4 of the patient handbook, ¿living with the heartmate 3¿ warns that patients should never swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. These documents also instruct patients to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, mobile power unit, batteries, power cable, or battery clips) in water or liquid. Section 5 of the IFU, ¿surgical procedures¿ instructs the user to turn the locking nut until the yellow line on the threaded portion of the connector is no longer visible. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿caring for the equipment¿ address how to store, maintain, and care for all equipment, including the modular cable. The IFU, under ¿safety checklists also instructs the user to perform a daily check to ensure that the modular inline connector is secure and the locking nut is in the locked position. The user is instructed to ensure that no yellow indicator is seen under the inline locking nut. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.